Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
An (B)(6) female with previous reoperation for a liss plate breakage experienced a second liss plate breakage one month postop on an unk date and was returned to the operating room for a removal and revision.